Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 348 mg/dl at the time of the incident. Customer had a pink insulin vial on the screen. Customer removed the infusion set and started a new one. Approximate size of air bubbles is they are really tiny and are about 1.5 from the reservoir, and a few are about 1/4 of an inch and one that is 1/16 an inch. Bubbles towards the reservoir. Customer clarified it was red color coding of the reservoir icon on the screen. Customer ran self test on the pump and it passed. The customer mentioned a high blood glucose of 348 mg/dl; declined troubleshoot. The customer attributed the high blood glucose to air bubbles. The reservoir will not be returned for analysis.